Manufacturer narrative:
(B)(4).

Manufacturer narrative:
A review of the manufacturing records could not be performed as the lot number remains unknown. According to the gore® excluder® aaa endoprosthesis instructions for use, adverse events that may occur and/or require intervention include, but are not limited to: endoleak.

Event description:
The following article was presented on the conference: ¿the 47th annual meeting of the japanese society for cardiovascular surgery¿ on february 27, 2017. Takayuki hori et al, ¿treatment outcome of debranching tevar for arch aneurysm and perioperative cerebral infarction in our hospital¿. Between (B)(6) 2008 and (B)(6) 2016, 104 patients underwent treatment for thoracic aortic disease. Sixty five patients underwent endovascular procedure, and other 39 patients underwent open repair. It was presented that one patient originally treated with a gore® tag® thoracic endoprosthesis and a gore® excluder® aaa endoprosthesis leg component experienced a proximal type I endoleak after hospital discharge. The endoleak was a gutter leak. Open surgery was performed to repair the endoleak. No further information was available.